Event description:
Pulled the one bag out of stock, detailed description of issue: bag brought to manager from par bar- solution bag found to be empty when it should be full. Mold found on inside of bag.